Manufacturer narrative:
Evaluation statement: the reported event of error code 240-4150 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-(B)(4).

Event description:
The customer reported that during an infusion of nimbex on channel a the module alarmed with no warning for "error 240-4150." The pump was removed from service and replaced with another. Biomed found no issues.